Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating low; subsequently the pts received more IV solution than intended. The tubing sets were being used to deliver unspecified amounts of unspecified IV solutions. The cair clamps were being used to regulate the flow. The customer contact reported, "the rate would go to wide open literally after the nurses turned around to do something else." There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices was discarded. All affected customers were notified via a device info letter dated sept. 20, 2007.